Event description:
The st. Jude medical rep phoned to report that the device exhibited noise on the high voltage ventricular lead. The noise caused the device to deliver inappropriate therapy. Technical services reviewed the faxed electrograms and discussed that the noise was indicative of a lead fracture. As a result, the lead was explanted and replaced. The ICD remains implanted.

Manufacturer narrative:
This report in its entirety was completed solely by st. Jude medical, inc., crmd.